Manufacturer narrative:
Internal complaint# (B)(4). Auto number: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The harvesting tool was observed to be inside the cannula when it was returned. There were no defects on the cannula. On microscopic inspection, thin white thread like strips were observed on the tip of the jaws, which appears to be shavings from the cannula lumen tunnel. The heater wire was also observed to be slightly flexed in the middle but remained attached to the tip and base of the hot jaw. The silicone boot insulation appeared intact. Based on the condition of the device as returned and the evaluation results, the reported failure peeled was confirmed. The analyzed failure material twisted/bent was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed some white shavings coming off of the device. None of the shavings fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed some white shavings coming off of the device. None of the shavings fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.